Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the motor protection switch (mps) and connected wiring of the aquabplus reverse osmosis (ro) system. The thermal damage was located within stage 1. The mps appeared burnt and the connected wiring appeared charred and crusty. The reported issue was discovered during testing. The system passed the t1 test then the mps would trip and the system would switch off. There was no patient involvement nor personal harm to any individual regarding this issue. There was no observed burning smell, smoke, spark, flame, or arcing regarding the reported event. No blown fuses were identified. It was confirmed the ro system is plugged into its own breaker. No power issues were experienced at the facility. The biomed replaced the mps to resolve the reported issue and return the ro system to service. The wiring harness was also ordered and installed. The biomed stated the samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: based on the provided intake information, thermal damage of the wiring at the motor protection switch can be confirmed. The most likely failure cause of the tripped motor protection switch is a missing line conductor during pump start that is caused by the bad electrical contact at the motor protection switch. The device will run with only two line conductors causing increased currents on the remaining line conductors and the motor protection switch will trip from the unbalanced load. The thermal damage at the wiring of the motor protection switch is also caused by a bad electrical contact of the wiring at the motor protection switch. A review for similar complaints is not required in this case. This failure type is a known failure. A CAPA has been opened to address the design flaw of the used blade receptacles, which results in a bad electrical contact at the motor protection switch pins, resulting in transition resistance and ultimately high thermal energy at the blade receptacles. The device was built before an improved design of the blade receptacles was released. It is recommended that the motor protection switch and connected wiring in stages 1 and 2 be replaced against the improved design.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified on the motor protection switch (mps) and connected wiring of the aquabplus reverse osmosis (ro) system. The thermal damage was located within stage 1. The mps appeared burnt and the connected wiring appeared charred and crusty. The reported issue was discovered during testing. The system passed the t1 test then the mps would trip and the system would switch off. There was no patient involvement nor personal harm to any individual regarding this issue. There was no observed burning smell, smoke, spark, flame, or arcing regarding the reported event. No blown fuses were identified. It was confirmed the ro system is plugged into its own breaker. No power issues were experienced at the facility. The biomed replaced the mps to resolve the reported issue and return the ro system to service. The wiring harness was also ordered and installed. The biomed stated the samples are available to be returned to the manufacturer for physical evaluation.